Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report #(B)(4). Visual inspection. Received catheter, connector and filter connected to each other. Pump made by other company was also received separately. Some blood-like material was observed inside the catheter. The cover of connector was locked. No abnormality was observed on catheter. No abnormality was observed on connector, which possibly cause detachment of catheter. Appearance of connector was compared to that of standard sample, and proved to be identical. No abnormality was observed at latch portion. Received connector, filter and pump made by other company connected to each other. Clip was attached to connector, wrapped by white tape, but slided to a position almost falling down. Geometry of connector was compared to that of standard sample, and proved to be identical. No abnormality was observed at latch portion. No abnormality was observed in clip. When geometry was compared with standard sample, it proved to be identical. Dimension check. Catheter length of the third sample was measured to be 1008mm, which satisfies standard of 1002.5-1017.5mm. The end of outer diameter was measured to be 0.8497mm, which satisfies standard, too. Functional test. Tensile test was performed, with returned catheter and connector for third sample, and with returned connector and unused catheter for fourth sample. The tensile strength for third sample was 9.1n and 9.5n for fourth sample, both proved to satisfy standard of >5.5n. Catheter and connector connection test was conducted. (Unused clip for third sample, and unused catheter for fourth sample were utilized.) Both catheter was inserted smoothly up to target position, and connector cover was locked securely. The insertion depth was confirmed to satisfy specified standard. Clip was attached tightly as normal, and did not detach soon. Production acceptance inspection record. Inspection record of catheter, connector and clip of subject batch was reviewed and proved to be all acceptable. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): event 1 after a while, the connector was unlocked after a green cap came off, and which caused a catheter withdrawal. No health damage to the patient.